Event description:
A zoll dist an electrode belt indicating that the therapy electrodes were non-functional.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reportable problem (therapy electrodes non-functional) was confirmed. As rec'd, the trunk cable connector was cracked and there was an open black pulse wire inside the trunk cable. The cause of the non-functional therapy electrodes is the open pulse wire. The root cause of the open pulse wire is excessive force placed on the cable. No adverse event resulted from the open pulse wire.